Event description:
It was reported that the patient underwent system replacement. The patients ipg was explanted and replaced due to nearing eol. Related manufacturer reference number: 1627487-2023-04438.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.